Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported by technical services (ts) that the patient's controller log file captured driveline power faults starting on (B)(6) 2020 and continued for the remainder of the log file. It was additionally reported that the driveline fault alarms did not reactivate after they were cleared from the controller. The controller and modular cable were not exchanged in an attempt to resolve the alarm.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files provided by the account confirmed driveline power fault alarms; however, a specific cause for these events could not be conclusively determined through this evaluation. The controller event log file contained data from 12:44:06 on 15oct2020 through 13:06:30 on 16oct2020, per the timestamps. Transient pwr_b_broken faults were captured beginning at 7:44:53 on 16oct2020. These faults resulted in a driveline power fault alarm beginning at 7:48:21 on 16oct2020, which persisted throughout the remainder of the file. Despite the observed events, the pump appeared to function as intended at the set speed. The account reported that the driveline fault alarm was cleared and did not reactivate. The patient¿s controller and modular cable were not exchanged. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 08mar2020. The hm3 lvas IFU and patient handbook outline all system controller alarms as well as how to respond to each alarm condition. Additionally, the patient handbook also lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.